Event description:
It was reported that the ventricular capture management is not capturing data as expected. Data indicated that the lead had oversensing and undersensing. Capture and sensing could not be confirmed from the remote monitoring report. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.